Event description:
The user reported that the defibrillator was charged and fired twice, and performed normally. On the third attempt, it charged but would not fire. It was then discharged, recharged, and fired normally. There was no harm to a pt. Tests on the unit unable to confirm any problem. It functioned normally for 200 successive shocks. When the unit was received from the user, it was noted that the locking ring on the paddle cable connector was not locked. The user's manual describes the proper method of locking the connector. The most likely explanation is that the paddle connector was slightly loose. The event is not occurring more frequently or with greater severity than is usual for the device.